Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) found that customer forgot to put quad ring in co2 electrode.fse placed a ring.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to co2 reference electrode is leak. No injury was reported.